Manufacturer narrative:
Date rec'd by MFR: 02aug2019. There was no patient involvement. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported the nut is broken from the central processing unit (cpu) tray cover. It is unknown if the unit was in clinical use at the time the reported issue was discovered. Date rec'd by MFR: 02aug2019. There was no patient involvement. Event date not specified: estimate used.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01may2019. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the nut is broken from the central processing unit (cpu) tray cover. It is unknown if the unit was in clinical use at the time the reported issue was discovered. Event date not specified: estimate used.

Manufacturer narrative:
Date received by manufacturer: 02aug2019. The manufacturer¿s field service engineer (fse) remotely confirmed the reported (cpu) central processing unit tray cover issue. The fse recommended the cpu tray cover part number for replacement. The customer confirmed the new part was installed and works well. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.